Event description:
The customer reported observation of an erroneously elevated calcium (ca) result when processed on dimension vista 500 system (s/n: (B)(6)). An initial elevated result was obtained for the patient in question. The initial result was reported to the physician but was not questioned. The same sample was then retested on the original system and obtained a lower result. The lower result was considered correct and was issued on the corrected report to the physician. There are no allegations of patient harm, changes in treatment, or delays of diagnosis or treatment due to the reported event.

Manufacturer narrative:
A united states customer contacted siemens and reported observation of an erroneously elevated calcium (ca) result when processed on dimension vista 500 system. A siemens customer service engineer (cse) was dispatched to the customer¿s site. The cse performed a service visit and ran service methods on server 1, identifying r1 mix, s1 align, and r2 align out of specification. All probe horizontal and vertical belts were inspected and found to be acceptable. The r1 mixer was replaced, the probe was auto aligned, and bocc (bottom of cuvette) was performed on the s1 and r2 probes. Post-service verification, the cse confirmed server 1 was within specification. The ca result monitor was reset, calibration was acceptable, and qc recovered within acceptable ranges for both assays and no abnormal flags were observed. No additional events were reported by the customer. Siemens further evaluated the event and determined that the probable cause was consistent with mixing and alignment issues, which were resolved using routine troubleshooting actions. The instrument is performing according to specifications. No further evaluation of this device is required.